Event description:
Customer reporting false positive results with the antibody screen test when run on the provue while manual gel testing is negative. No erroneous results were reported. Issue occurred due to improper mixing of the wash solution a prior to placement on instrument.

Manufacturer narrative:
Ocd field engineer determined that the wash solution a was not mixed properly. Replacement with a new mixture has returned the instrument to expected operation. User error could not be ruled out as a contributing factor.